Event description:
It was reported that a patient received a 4cm laceration between two toes while attempting to push herself up in bed and cut her foot on the stirrup. The patient received stitches for the laceration.

Manufacturer narrative:
The facility followed up with stryker and confirmed that the patient received stitches for the laceration. The reaffirmed that there was no alleged defect or malfunction with the product. B5 has been updated to reflect the new information.

Event description:
It was reported that a patient received a 4cm laceration between two toes while attempting to push herself up in bed and cut her foot on the stirrup. No information has been provided regarding the severity or treatment of the injury.

Manufacturer narrative:
The user facility did not respond to stryker's attempts for further information regarding the reported malfunction and injury.

Manufacturer narrative:
Device not made available by customer.

Event description:
It was reported that a patient received a 4cm laceration between two toes while attempting to push herself up in bed and cut her foot on the stirrup. No information has been provided regarding the severity or treatment of the injury.